Event description:
Additional information was received from the reporter indicating the corrected lot no. Of the suspect device.

Manufacturer narrative:
The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and functionally tested. No defects were observed. Both irrigation and aspiration luers were intact. The sample primed and tuned with a handpiece, air bypass system (abs) tip and infusion sleeve from laboratory stock successfully. The sample could be recognized and the service data could be retrieved from the console. The sample passed functionality testing. Vacuum, irrigation, and aspiration functions were tested at appropriate settings and met specifications. The root cause of the customer's complaint could not be established since the returned sample met specifications. No contributing factors could be identified that could cause the reported complaint. After the investigation of this complaint, it has been determined that this sample met specifications. Therefore, no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a cassette started priming after connecting to the console, however; ten minutes later aspiration did not function at the time of lens removal phase during a cataract procedure. The tip was replaced but since the same issue occurred again, the cassette was replaced and the procedure was completed.